Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope had foreign material in the nozzle, the adhesive around objective lens and light guide lens, the plastic distal end cover and the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation the foreign material in the nozzle, the adhesive around objective lens and light guide lens, the plastic distal end cover and the bending section cover could not be identified. There were no deviations found in the reprocessing steps as per instruction for use (IFU). Additionally, there was no physical damage found. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif-q150 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.